Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred during reprocessing. There were no reports of patient involvement.